Event description:
It was reported via work order that the headend lift was stuck elevated and would not lower due to a malfunctioned cpu board and coupler. It was also reported that the nurse call was not functional due to damaged nurse call docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.